Manufacturer narrative:
Concomitant medical products: 5076-58 lead, implanted: (B)(6) 2012. Ddmb1d1 ICD, implanted: (B)(6) 2019. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the right ventricular (rv) lead alerted for high out of range impedance on the high voltage coils and the pacing vector to the high voltage coil. The lead had oversensing of non-physiologic noise from the device can to the high voltage coil. The lead remains in use. No patient complications have been reported as a result of this event.